Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to continue using it, with a reminder to call back if the malfunction code recurs.